Event description:
It was reported to boston scientific corporation that an endostat footswitch was used during a colonoscopy procedure performed on (B)(6)2009. According to the complainant, during the procedure, the footswitch broke when it was stepped on and would not cauterize. The site was able to cauterize after manipulating the footswitch. The procedure was completed with the same endostat footswitch. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.(B)(4)